Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction in the fluid line or air in inflow line. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, versajet ii exact device would not prime fully. Then when they tried to turn on device the clear tubing to handpiece on sterile field came off and would not work. Had to open another one. The procedure was completed using a smith & nephew back-up device. It is unknown if a delay happened and if there was a patient involvement. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.